Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure, the patient had chest pain. In (B)(6) 2009, the patient was assessed as stable angina (ccs classification I) and was referred for cardiac catheterization. The target lesion was located in the proximal left circumflex (prox lcx) with 70% stenosis and was 8mm long with a reference vessel diameter of 3.0mm. The physician treated the lesion with pre-dilation and placement of a 3.0x12mm promus element stent, with 0 % residual stenosis. The patient was discharged on aspirin and clopidogrel. In 2012, the patient had chest pain. Angiogram was arranged. The patient has not recovered and the event has not been resolved at the time of reporting. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Event date: 2012. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).